Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on (B)(6) 2021 and again on (B)(6) 2021 and did not show any additional complaints related to this event. Procedure video: it was reported that a video clip for the reported event was available but the surgeon/site has not submitted the video for review. Intuitive surgical, inc. (Isi) has reached out to the customer to both obtain additional information and obtain a copy of the procedure video but isi has not yet received a response. Upon follow-up, the console surgeon was unable to distinguish patient details with event details and the specific treatment needed for the patient. An MDR is being submitted for both events. Refer to the report with patient identifier (B)(6) for the other event. System error log review and instrument log review could not be conducted due to lack of the event date as well as procedure, system, and instrument detail. At this time, the described event meets the criteria of a reportable malfunction. The event details acknowledge that a large clip applier instrument was used during procedure with a patient involved. The surgeon later alleged a generalized unspecified issue applying clips with a large clip applier instrument after the post-operative cystic duct leak had been identified. Further, the described event meets the criteria of a reportable adverse event. Patient details and patient status were unknown and/or unconfirmed. The brand of clips used in the procedure were unknown. It was unknown how many clips the surgeon attempted to use, and where. It was unknown on what size of duct the clips were used. The severity of the post-operative cystic duct leak and the type of required medical intervention was unknown. It was unknown if a second procedure was required to resolve the issue. It was unknown if a clip that was initially secured and then later came off. Additionally, at this time, the root cause of the reported issue is unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was initially reported that after a successfully completed da vinci-assisted distal gastrectomy procedure on (B)(6) 2021, there was a report of a post-operative cystic duct leak on an unspecified date. While there was no initial report of a system, instrument, or accessory issue during the da vinci procedure, the surgeon later alleged a generalized unspecified issue applying clips with a large clip applier instrument after the post-operative cystic duct leak had been identified. It was noted that there was an allegation of two similar separate and unrelated events. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the console surgeon who said that for one patient ¿we ultimately confirmed it was from the cystic duct and I was concerned that the clips slipped. I looked into what type of clip we use and there were no irregularities. For the other patient, the surgeon said, "¿we couldn't confirm if it was a cystic duct leak but ultimately it behaved like a duct of luschka leak and has healed only with drainage." The surgeon also said, "overall, I do not believe those incidents were related to the clips and certainly not the robot.¿ while the surgeon was unable to confirm which patient was related to which event at which site, it was confirmed that the patients are doing well. Additional detail regarding medical intervention was not disclosed and the following was unknown: patient details were unknown/unconfirmed; which patient was related to which event at which site. The brand of clips used in the procedure were unknown. It was unknown how many clips the surgeon attempted to use, and where. It was unknown what size of clips were used and on what size of duct. The severity of the post-operative cystic duct leak and the type of required medical intervention was unknown. It was unknown if a second procedure was required to resolve the issue. It was unknown if a clip that was initially secured and then later came off.